Event description:
It was reported that this right atrial (ra) lead was repositioned and a pericardiocentesis procedure was performed due to pericardial effusion, pericarditis and micro perforation. To date, this lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to field f10 impact codes (5) and field h6 impact codes (5). This supplemental report has been created to capture additional information and information correction. The device was not returned for analysis; therefore, a technical analysis could not be performed. The device remains implanted. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of high capture threshold was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right atrial (ra) lead was repositioned and a pericardiocentesis procedure was performed due to pericardial effusion, pericarditis and micro perforation. To date, this lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to field f10 impact codes (5) and field h6 impact codes (5). This supplemental report has been created to capture additional information and information correction. The device was not returned for analysis; therefore, a technical analysis could not be performed. The device remains implanted. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of high capture threshold was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. Revision to field b5 describe event or problem. This supplemental report has been created to capture additional information and information correction.

Event description:
It was reported that this right atrial (ra) lead was repositioned and a pericardiocentesis procedure was performed due to pericardial effusion, pericarditis and micro perforation. This ra lead exhibited high pacing threshold and did not deliver pacing when required as the lead was not functioning correctly. To date, this lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was repositioned and a pericardiocentesis procedure was performed due to pericardial effusion, pericarditis and micro perforation. To date, this lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to field f10 impact codes (5) and field h6 impact codes (5). This supplemental report has been created to capture additional information and information correction.